Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax, presumably blood and a hole on the pebax's surface. The device was connected to the carto 3 system and the generator. The device was visualized and recognized correctly. An ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were detected. An irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were identified. A manufacturing record evaluation was performed for the finished device 31373532m number, and no internal actions related to the reported complaint condition were identified. The reddish material and a hole in the surface of the pebax could be related to the high temperature reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. The instructions for use (IFU) contain the following information: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before radiofrequency (rf) energy is reapplied. To remove coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. Initially, it was reported that during the operation, there was high temperature reading from the catheter when radiofrequency (rf) was being delivered. A second device was used to complete the operation. There was no adverse event reported on patient. The high temperature was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 05-dec-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 05-dec-2024.